Manufacturer narrative:
Snap ring.

Event description:
It was reported that one of the foot stirrup sections came apart from the bed and fell onto a nurse's foot. The nurse was allegedly treated for soft tissue damage.